Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as felt sick for the past month and was treated with manual injection and bolus. Customer's blood glucose value was 300-400 mg/dl at time of incident. Customer's current blood glucose value was 277 mg/dl. Customer stated that pump hasn't been working properly for at least a month. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleges pump is under delivering cause she take a bolus with pump and will somewhat lower blood glucose but when she takes a manual injection blood glucose comes down. The drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result showed no delivery. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.